Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the reported damage on purge system was visually confirmed. The purge flag was confirmed to be missing at blue disc retainer and the stand for blue retainer was broken. The root cause of the reported error code was missing purge flag and broken blue retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited an error code stating the latch for the purge cassette was not connected. A loaner device was sent to the customer. No report of patient involvement, harm, or injury.